Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that that pt is seeing settings not available when connecting to ins and says that they haven't felt stimulation at all since implant yesterday. I had them tap ok and it shows their settings, and they are on group a with stimulation is on. There is only setting 1. If pt presses up arrow they get settings not available. Pt says that yesterday after the implant, the  manufacturing representative (rep) connected with the new implant and confirmed that everything was working with the leads, as pt said they kept the patients old leads implanted. Pt says they did programming and had asked the pt if they felt anything and they said no and the rep tried another setting and pt still didn't feel stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported that the patient using four electrode paddle lead and extension that were both implanted in 1999. Although doctor reported that no impedances were detected during the ipg replacement surgery in april 19 2022, significant impedances were detected during postop appointment with the rep today 5/5/2022. Today the rep contacted technical services two different times during postop appointment. They determined that electrode zero and electrode one had the least amount of impedance even though they appeared orange on the impedance report. Ins was able to provide therapeutic stimulation using electrodes one and two with pulse width of 350 and rate of 50 hz. Intensity of 4.0 however, once the session was closed on the clinician programmer tablet, the patient was unable to adjust intensity using the remote. All stimulation stopped. A message came up on the patient controller saying that the settings were not available. The rep re-interrogated the ins again with clinician programmer and attempted to regain stimulation but was unable to get simulation to work again even using the exact same settings. The rep reported all details to the physician in his office. Pt was asked to schedule a follow-up appointment with doctor. This interaction with pt was approximately 90 minutes. Additional information was reported that the caller mentioned pt was incorrectly programmed by another mdt rep as having a perc lead when ins was replaced in april 2022. Caller had corrected that today so it was a surgical 1x4 paddle configuration. Doing first programming today since ins replaced in april 2022. Caller seeing oor on tablet and settings not available on the controller. When checking imped, 0-1=4010 ohms, 02=11,910, 03=23,220; 1-2 = 7,480, 1-3 = 18,770 and 2-3 = 13,130 ohms. Pt felt some slight stim today with 0-1 pair. Technical services (tss) reviewed that higher impedance was causing output issues with ins. Reviewed lowest pairs to try and lowering pw to try to get more intensity. Caller said pt had impedance in the "green" at time of implant and there haven't been any falls since april 2022 ins replacement. When asked, it was unclear if pt was still getting stim therapy at time ins was replaced in april 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.